Event description:
The pt was on cardiopulmonary bypass for approx 10 minutes when the po2 dropped to 80 ml/min. The clinician increased the gas flows to 4 lpm and the po2 increased to 100. The pt was then cooled to 20 degrees centigrade and the oxygenator was changed out. The pt is reported to be fine.